Event description:
It was reported that: "mid right calcified tortuous lesion. Using raider wire to knuckle. Was deployed through a dual lumen cath. After resistance, went to pull back and could not pull into the dual lumen cath. Ended up pulling both wires and dual lumen cath to get out. It appeared the polymer jacket came off distal tip of raider (2-3mm) of polymer jacket appeared to partially separate but was still attached. There was a 1mm gap and then the rest of the wire appeared in normal tact. Nothing was retained in the body. There was a perf in the rv marginal in this case. Not sure if it was related to this wire. Balloon tampenade to resolve (3 inflations for approx. 45 min total). Echo showed no effusion. Patient ok."

Manufacturer narrative:
(B)(4) the customer report that "the polymer jacket came off distal tip of raider" could not be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. Additional information was requested, and no response was received from the customer. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.